Manufacturer narrative:
Patient code and device code: no information regarding the event has been processed.the event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that the pt received a gunther tulip vena cava filter on (B)(6) 2005. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
This additional information received on 02jul2018 as follows: pt allegedly received an implant on (B)(6) 2005 via the right jugular vein due to a massive bilateral pulmonary embolus. Pt alleges device unable to be retrieved. Pt further alleges chest pain, back pain, shortness of breath, light headedness, post implant deep vein thrombosis.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information or changes at this time.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Rpn and lot# are unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip - unable to be retrieved, pain, sob, lightheadedness, post-implant dvt". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain, shortness of breath is directly related to the filter. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. Unknown if the reported lightheadedness are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information reported at this time.